Event description:
Rptr alleged discrepant blood glucose values of 270 mg/dl back to back with a result of 139 mg/dl when testing was performed 2 mins apart on the aviva sys. The location of the testing was not provided. As a result of the comparison, no actions were taken and no treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement prod was sent.